Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Boston scientific technical services (ts) was consulted and thought the noise may be related to movement. Further review by ts noted sudden loss of cardiac signal in combination with non-physiologic artifacts and baseline shifting. Ts suggested performing additional isometric testing, assessing different sensing vectors and to consider taking an x-ray to assess system position and connection. The field representative will attempt to obtain additional information from the clinic. The s-ICD and electrode remain implanted and no adverse patient effects were reported. Additional information was received that the device recorded additional untreated episodes due to oversensing of noise. Ts was consulted and reviewed the episodes and determined that the signal had signatures consistent with changes in the impedance pathway of the primary sensing vector. Ts discussed reprogramming options. Subsequently the s-ICD was reprogrammed to a different sensing vector. Additional information was received that the clinic had performed in office testing without support of a field representative over a year earlier. The clinic took x-ray images and did provocation testing. A small amount of noise was reproducible during that testing. The physician is discussing upgrading the patient to a cardiac resynchronization therapy defibrillator (crt-d) system in the future. Ts was consulted to review information from previous in office testing. Additional information was received that upon review, ts noted with reproducible noise there could be a concern over electrode or system integrity. Review of the x-rays did show one area of higher stress on the lead where there was a bend. The x-ray did show full electrode insertion into the header of the s-ICD. Ts advised that with the reproducible noise in primary sensing vector a full system revision would be recommended. At this time the s-ICD and electrode remain in service and no adverse patient effects were reported. It was noted that the clinic is still deciding whether the patient needs a replacement or not. No replacement procedure has been scheduled to date. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Boston scientific technical services (ts) was consulted and thought the noise may be related to movement. Further review by ts noted sudden loss of cardiac signal in combination with non-physiologic artifacts and baseline shifting. Ts suggested performing additional isometric testing, assessing different sensing vectors and to consider taking an x-ray to assess system position and connection. The field representative will attempt to obtain additional information from the clinic. The s-ICD and electrode remain implanted and no adverse patient effects were reported. Additional information was received that the device recorded additional untreated episodes due to oversensing of noise. Ts was consulted and reviewed the episodes and determined that the signal had signatures consistent with changes in the impedance pathway of the primary sensing vector. Ts discussed reprogramming options. Subsequently the s-ICD was reprogrammed to a different sensing vector. Additional information was received that the clinic had performed in office testing without support of a field representative over a year earlier. The clinic took x-ray images and did provocation testing. A small amount of noise was reproducible during that testing. The physician is discussing upgrading the patient to a cardiac resynchronization therapy defibrillator (crt-d) system in the future. Ts was consulted to review information from previous in office testing. Additional information was received that upon review, ts noted with reproducible noise there could be a concern over electrode or system integrity. Review of the x-rays did show one area of higher stress on the lead where there was a bend. The x-ray did show full electrode insertion into the header of the s-ICD. Ts advised that with the reproducible noise in primary sensing vector a full system revision would be recommended. At this time the s-ICD and electrode remain in service and no adverse patient effects were reported. It was noted that the clinic is still deciding whether the patient needs a replacement or not. No replacement procedure has been scheduled to date. Additional information was received that the s-ICD and electrode were explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Boston scientific technical services (ts) was consulted and thought the noise may be related to movement. Further review by ts noted sudden loss of cardiac signal in combination with non-physiologic artifacts and baseline shifting. Ts suggested performing additional isometric testing, assessing different sensing vectors and to consider taking an x-ray to assess system position and connection. The field representative will attempt to obtain additional information from the clinic. The s-ICD and electrode remain implanted and no adverse patient effects were reported. Additional information was received that the device recorded additional untreated episodes due to oversensing of noise. Ts was consulted and reviewed the episodes and determined that the signal had signatures consistent with changes in the impedance pathway of the primary sensing vector. Ts discussed reprogramming options. Subsequently the s-ICD was reprogrammed to a different sensing vector. Additional information was received that the clinic had performed in office testing without support of a field representative over a year earlier. The clinic took x-ray images and did provocation testing. A small amount of noise was reproducible during that testing. The physician is discussing upgrading the patient to a cardiac resynchronization therapy defibrillator (crt-d) system in the future. Ts was consulted to review information from previous in office testing. Additional information was received that upon review, ts noted with reproducible noise there could be a concern over electrode or system integrity. Review of the x-rays did show one area of higher stress on the lead where there was a bend. The x-ray did show full electrode insertion into the header of the s-ICD. Ts advised that with the reproducible noise in primary sensing vector a full system revision would be recommended. At this time the s-ICD and electrode remain in service and no adverse patient effects were reported.